Event description:
It was reported that post cardioversion for atrial fibrillation, an alert for a low high voltage lead impedance was observed. All of the measurements were in normal range. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.